Event description:
It was reported that the customer had a button error alarm on the pump. Customer stated that they pressed the esc and act buttons to try to clear the alarm, but it did not work. Customer was not pressing any button for 3 minutes or longer. Customer uses an energizer alkaline battery. No further details given.

Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.